Manufacturer narrative:
G4: reported device marketed in the u.s. Only for veterinary use, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Related 510k number k011375. Summary of investigation: there is a previous complaint of this code batch, for the same issue (closed as confirmed). Two more complaints for this issue received at the same time from different end customers. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 1 closed sample. To evaluate the conformity of the closed unit, we performed the following tests: tightness test to the closed sample received has been performed and the units is tight. Needle attachment strength result conducted on the sample received is 0.66 kgf. The result does not fulfill the european pharmacopoeia (ep) requirement for average (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Furthermore, needle attachment strength results conducted on samples before releasing the product were 1.41 kgf in average and 1.04 kgf in minimum and fulfilled ep requirements: 0.69 kgf in average and 0.35 kgf in minimum. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the closed sample received show that the needle escaped from the thread. Final conclusion: considering that the results of the sample received does not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with monomend mt suture. The client (veterinarian) reported that 3 singles out of a box of 12 of monomend mt 3-0 rm-y942 36" ds24 3/8 (100523566) - suture packs did not have the needle attached. No further information has been received.